Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-oct-2021 to 27- oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station mini drawer failed due to a misaligned front panel. The field service engineer adjusted the mini drawer's front panel to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failure occurred third time in the operating room. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failure occurred third time in the operating room. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's mini drawer was failed. A field service engineer adjusted mini drawer's front panel to resolve. The system functioned as intended.